Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve; the patient reported pain in the epigastrium and signs of shock were noted. A coronary angiography was performed and showed the valve had dislodged and caused a right coronary artery occlusion. Percutaneous coronary intervention was attempted, but access was difficult. Temporary pacing was initiated. No additional adverse patient effects were reported.